Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. Device analysis revealed that the microdelivery catheter was compressed on the distal end and stretched and separated on the proximal end. In addition, the microdelivery catheter was kinked on several places along its length and the stabilizer was found to be kinked and separated. The stent was in its intended location. However, due to anomalies found on the stent delivery system, functional test could not be performed. Additional information obtained indicated that continuous flush was not maintained and that the lack of flush possibly contributed to the end user's experience. Furthermore, the directions for use (dfu) instruct to maintain connection to pressurized saline during the procedure. Therefore, a root cause of user / use error has been assigned to this investigation.

Event description:
Analysis of the subject device revealed that the microdelivery catheter proximal shaft was separated. There was no reported clinical consequence to the patient.